Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 233-400 (mg/dl). Reportedly, the customer changed the infusion set and resumed insulin or cleared the alarm without changing supplies to resolve occlusion alarms. Reportedly the customer had manual injections as alternate insulin therapy.